Event description:
It was reported that the procedure was to treat an unspecified lesion. A 20/30 priority pak indeflator was used to deploy a stent; however, it was noted the indeflator was very slow to inflate the balloon. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: dates estimated.